Event description:
On an unknown date a patient underwent a spinal procedure. On (B)(6) 2021 a revision surgery was performed due to one of the lateral wings of the articulating plate fracturing off the main plate at the circular interface.

Manufacturer narrative:
The product was received against the assigned RMA and the complaint was confirmed. Examination found the rt side adjustable arm weld ring fractured horizontally. This is a known failure mode considered to be the result of abnormally high cyclic loading. Date of index procedure is unknown. It is unknown if fusion was completed. The root cause of the issue is considered to be the to be related to the reported excessive post-operative physical activity of the patient. No additional investigation required. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components..." "...warnings, cautions and precautions: these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant. Care should be taken to insure that all components are ideally fixated prior to closure..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient..." "...post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications..."